Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps in the infusion set tubing. The customer's blood glucose (bg) level was as high as over 400 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer primed the tubing to remove the air.